Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: xience prime (4.0x23, 3.0x28, 4.0x28). Other: aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012 two xience prime stents, sizes 4.0x23 and 3.0x28 were implanted in the left main coronary artery and two xience prime stents, sizes 3.5x23 and 4.0x28 were implanted in the proximal right coronary artery. Almost three years later, on (B)(6) 2015, the patient had chest pain that lasted more than ten minutes with a myocardial infarction. On (B)(6) 2015, percutaneous coronary intervention was performed. On (B)(6) 2015, the event was noted to be resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and myocardial infarction are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.